Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the x-stage cover for the gantry of the imaging system was dented and restricted functionality. To resolve the reported issue, the x-stage cover was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect x-stage cover was returned to the manufacturer for evaluation. Visual inspection confirmed that the cover experienced deformation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was unable to complete rad/gain calibrations. The representative reported that the software was in a loop and would not clear. Restarting the system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.